Manufacturer narrative:
Philips service replaced the mpu board, hard drive (pfs-418 cfg2 hdd), and single board computer (service part single board computer). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, causing a patient procedure delay on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.